Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the middle section of the pipeline did not open. The pipeline was placed in a vessel bend, started to open at a straight part. Resheathing was attempted to open the pipeline (3 times). There was no damage observed to the pipeline after removal.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-78210), ruler 200 cm (m-83361). As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield device was returned within the phenom catheter. Damage location details: the pushwire was extending out from catheter hub. In addition, the distal braid and tip coil were deployed from catheter distal tip. No bent or kin was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. In addition, the middle section of the braid appeared to be not fully opened due to damaged braid. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure to open at the middle section as the pipeline flex shield middle section appeared to be not fully opened due to damaged braid. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. There is no complaint against the phenom 27 catheter. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that during deployment, the pipeline flex with shield stent could not be fully deployed; the stent could not be fully opened despite the doctor trying multiple times. It was noted that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was removed and replaced with another manufacturer's device to complete the procedure. There was no harm or injury to the patient who was undergoing a procedure for flow diverter treatment of a left internal carotid artery (ica) ophthalmic segment ruptured amorphous aneurysm. The aneurysm max diameter was 8mm and the neck diameter was 5mm. Dual antiplatelet treatment (dapt) was administered. Vessel tortuosity was moderate. Post-procedure angiography showed satisfactory treatment.